Event description:
It was reported that during a prostate procedure, the fiber stopped vaporization. The fiber broke from the tip in the prostatic area at 218,000j. The energy emitting from the fiber was seeing as divided at the tip and on the side. The case was successfully completed with a second fiber. There was no patient injury due to this event.

Event description:
It was reported that during a procedure to treat a 83g prostate gland, the fiber stopped vaporization. The fiber broke from the tip in the prostatic area at 218,000j. The energy emitting from the fiber was seeing as divided at the tip and on the side. The tip was extracted by dj forceps and no further treatment was administered. The case was successfully completed with a second fiber. There was no patient injury due to this event.

Manufacturer narrative:
Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of the glass cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.

Event description:
It was reported that during a prostate procedure, the fiber stopped vaporization. The fiber broke from the tip in the prostatic area at 218,000j with 33 minutes. The energy emitting from the fiber was seeing as divided at the tip and on the side. The tip of the fiber was not cleaned during procedure. The case was successfully completed with a second fiber. There was no patient injury due to this event.